Event description:
In 2008, the pt reported that twice over the past month and a half, he has experienced broken infusion tubing. He stated that on one occasion the broken infusion tubing caused him to drop his infusion device. He stated that he may have been using expired product. He was advised against using expired product. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt did not retain the alleged infusion tubings. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.